Manufacturer narrative:
B5: upon follow up it was reported the patient experienced one internal blood leak (previously reported as two blood leaks). H10: the actual device was not available; however, five photographs of the sample were provided for evaluation. Visual inspection of three of the provided pictures showed blood in the dialysate side was visible. The reported condition was verified. Visual inspection of two of the provided pictures did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of polyflux 14l dialyzers, two internal blood leaks were observed (no further details). There was no patient injury or medical intervention associated with this event. No additional information is available.